Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused set with packaging was returned for evaluation. Visual examination of the set noted macro valve #1 to be turned. Therefore, the reported defect was confirmed. Visual examination of the retain sample noted no visual defects. The retain sample was vacuum leak tested and occlusion tested, per specifications, with passing results. As a result of this issue, a new vision system was developed and implemented into the apex assembly process. This vision system will alert the operator of a misaligned valve via a visual display and an audible sound if a valve is found to be improperly installed. The reported lot number was manufactured prior to this change. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
Upon opening the packaging, valve number 1 of the transfer set was observed to be misaligned. The transfer set was not used. No patient involvement or injury.